Event description:
It was reported that the pump was implanted in the patient¿s abdomen and it never healed. They initially moved the pump, but then eventually removed it. The pump revision and explant took place about 4 or 5 months after implant. The physician suspected that the pump was leaking. The patient did not have an issue with the replacement pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).